Manufacturer narrative:
The hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the device stopped working. The handpiece was replaced and the case was completed without any pt consequence.